Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported by the attorney, through the filing of a lawsuit, that the patient underwent a left total hip arthroplasty on (B)(6) 2013. It is further alleged that blood work revealed "excessive levels of chromium and cobalt". The patient has not yet been revised.